Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced displaced urinary bladder, right pelvic pain, dysuria, hematuria, vaginal bleeding, vaginal discharge, fibrosis, no bladder control, urinary tract infection, vulvitis, nocturia, frequency. It was reported that the patient underwent revision and excision of vaginal mesh graft on (B)(6) 2009 by dr. (B)(6) at (B)(6) hospital/(B)(6) hospital. (B)(4).